Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported frequent low blood glucose levels requiring treatment by the paramedics. The reported blood glucose reading at the time of the call was 49 mg/dl, but she was treating for it. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time. The insulin pump passed the displacement test. The customer stated that she may have over bolused due to treating for recent high blood glucose levels. The customer stated she would speak with her doctor about using the bolus wizard feature in the future.